Event description:
It was reported the physician implanted a 25mm gore helex septal occluder. The defect measured 9-11mm with echocardiography. The day following implant, it was noted the device had embolized to the pulmonary artery. The device was retrieved with a 10 fr. Sheath and a snare. The defect was balloon-sized to 16.5-17mm, and a device from a different manufacturer was implanted with no adverse effects.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met.